Manufacturer narrative:
Additional product codes include dsb plethysmograph, impedance, dxn system, measurement, blood-pressure, non-invasive, fll continuous measurement thermometer, mud oximeter, tissue saturation, qaq adjunctive predictive cardiovascular indicator, qem cerebral oximeter, qms adjunctive open loop fluid therapy recommender, qnl medium-term adjunctive predictive cardiovascular indicator. The device was discarded at the hospital. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. With the provided lot number, the device history record review was completed and the product passed without nonconformances. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported during use the foresight iq sensor initially calibrated with an hgb of 10.5 and within 2 minutes it recommended recalibration. They entered the hemoglobin value again, and within 5 minutes it recommended calibration again. It was still giving hgb values so they did not calibrate it as frequently because it was recommending calibration throughout almost the entire case. Hgb from the first gas of the case was 8.2 while a different one was reading 12 to 13. They recalibrated at this time as well. At the end of the case, they noticed big swings in hemoglobin as they were closing the patient. When the drape was removed it seemed to cause a swing in hgb from 8.1 down to 6.4 and then it slowly went back up to 7.9 over 1 to 2 minutes. Sto2 values were stable and did not change during this time. They saw changes in hgb values anytime the patient was touched or moved at the end of the case. There was no patient injury. The device is not available for evaluation as it was discarded.